Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on despite multiple battery changes. The reporter noted that the pump had recently been hit hard but denied damage to the battery cap or battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: during investigation; the pump powered on to a blank display screen. The audible and vibratory tones were functional. The pump case was removed, no internal moisture was found. A failed component was found on the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.